Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet system due to entering an incorrect sensor code, and she had recently paused ilet use and taken long-acting insulin; the event involved an incorrect procedure and was not attributable to any specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and healthcare professional as well as review and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue, specifically failure to follow instructions related to sensor code entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.